Event description:
It was reported that on (B)(6) 2013, the patient underwent a coronary stenting procedure with placement of a 2.25 x 18 mm xience prime stent in the proximal circumflex artery. In (B)(6)2014, the patient experienced a myocardial infarction and died. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Myocardial infarction and death are listed in the xience prime everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.